Event description:
Add'l info rec'd from MFR 3/5/04 the event was not attributed to the device and remedial action was not planned. The device was discarded by the reporting facility. Representative samples from same lot of product were returned for evaluation. No info regarding autopsy was reported. The attending physician reported cause of death as stroke.

Event description:
2003: status post left carotid endarterectomy. Diagnosis left internal carotid artery stenosis. Three days later: status post left ligation of common carotid artery. Diagnosis left cervical region hematoma. Sudden onset expanding neck hematoma, followed by cardiac arrest. Pt resuscitated and rushed to or for exploration of neck hematoma. Two weeks later: pt expired.